Event description:
It was reported that the ventricular lead exhibited high thresholds. Bipolar capture thresholds were 5.0 v at 1.0 ms and unipolar capture thresholds were higher. Sensing had decreased since implant. Bipolar lead impedance had decreased from 450 ohms at implant, to 368 ohms. The patient complained of diaphragmatic stimulation.

Manufacturer narrative:
No medwatch form was received.